Event description:
Customer reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. An attempt was made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.